Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet during chemotherapy, with a highest blood glucose of 280 mg/dl and levels above 180 mg/dl for approximately 90 minutes, without high glucose alerts, backup therapy, or ketone testing. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included review of reported use, device behavior, and user education, with troubleshooting and education completed. Investigation of this case revealed no device alarms or malfunctions were reported and no device component issues were identified; contributing factors were unclear in the context of chemotherapy and concurrent steroids. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.